Manufacturer narrative:
The complaint rt340 adult dual heated evaqua breathing circuit has arrived at fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that a "heaterwire disconnect" alarm sounded on the mr850 respiratory humidifier when an rt340 adult dual heated evaqua breathing circuit was connected. This was observed before patient use.